Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer had elevated blood glucose (bg) levels (324 mg/dl). Customer delivered a bolus to address elevated bg levels. Ultimately, customer was able to clear the alarm and resume insulin delivery.